Manufacturer narrative:
No further information was provided from the customer site. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The glucose reagent lot number is 889120. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 3 patient samples on a cobas c 503 analytical unit. Sample 1 had an initial result of 1.91 mmol/l. The repeat result was 1.23 mmol/l. The sample was repeated on another module and the result was 4.39 mmol/l. The sample was repeated on the initial analyzer again and the result was 4.41 mmol/l. The sample was aliquoted and recentrifuged and repeated again on the initial analyzer. The result was 4.33 mmol/l. Sample 2 had an initial result of 3.96 mmol/l. The sample was repeated on another module and the result was 5.84 mmol/l. Sample 3 had an initial result of 9.29 mmol/l. The sample was repeated on another module and the result was 7.03 mmol/l.